Event description:
It was reported that the device would no longer power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed the failure to be intermittent, and then replaced the power supply assembly. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. (B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed the failure to be intermittent, and then replaced the system pcb assembly. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed the failure to be intermittent, and then replaced the power supply assembly. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported failure was a thermally sensitive crystal, designator y1 from the single board computer assembly, which is located on the system pcb assembly.